Event description:
It was reported that the patient was experiencing a "prickle on their neck" periodically. The automatic stimulus threshold was deactivated. The device remains in use. The patient is enrolled in the (B)(6) trial no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.